Manufacturer narrative:
Concomitant medical products and therapy dates: model: mn10450-50a, drg lead, therapy date: unknown the event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2020-02080. It was reported the patient had been receiving inadequate coverage, in turn, the physician decided to explant/replace the patient's right side s1 drg lead and implant an additional drg lead on the right side of s2 to address the issue. Note: both of the patient's leads located at s1 are being reported as explanted because it's unknown which device was replaced.